Manufacturer narrative:
Concomitant medical products - nexgen straight stem extension, catalog # 00598801215. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow up report is being filed to relay that this report is a duplicate of manufacturing report number 0002648920-2018-0038.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen stems knee cat#: unk, lot#: unk, unknown nexgen knee bearing cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2017 - 06952 , 0001822565 - 2017 - 06953, 0001822565 - 2017 - 06954. Product location is unknown.

Event description:
It was reported that patient revised due to pain, fracture of articular surface, loosening of tibial component and stem.